Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (value not provided) on day 3 of changing the infusion set. Reportedly, customer discussed event with a healthcare provider and customer changed the type of infusion set used. Customer declined to provide further information.